Event description:
The customer's parent reported that the customer had a high blood glucose that was so high that it would not register. Customer had been receiving no delivery alarms for the last 2 nights. Caller stated that she was at work and did not have the pump. Caller was advised to call when she has the pump for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.